Event description:
It was reported that the hcp was unable to fill and aspirate the reservoir. The hcp was able to get 10ml into the pump. When he tried to aspirate the 10ml he could not. Fluoro was used to confirm that he was in the reservoir. The tubing was noted to be patent. The hcp indicated that he did not have drug to refill the pump until a later time so did not want to inject the pt if he only had saline to refill with. It was later reported that the "pt deceased (B) (6) 2009". It is unclear if this was related to the issues with filling and aspirating the reservoir.

Manufacturer narrative:
(B) (4).